Event description:
Patient reported experiencing elevated blood glucose level for one day; exact reading was not provided. Patient stated he went to the doctor and got a pen. Patient reported he corrected his blood glucose level via pen and took the infusion device off. Patient stated he was off of the infusion device for 3 days and then took the device and infusion set and placed it in run mode to see how much insulin came out of the infusion set tubing. Patient reported he let the insulin pour into a cup, he did not wear the infusion device, and observed and alleges that the infusion device did not deliver enough insulin by just looking at the amount of insulin that came out of the infusion set into the cup. Patient stated his blood glucose level is normal since he corrected via pen. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully and comply with the product specifications. No malfunction of the device was observed during the investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.